Event description:
The emt (emergency medical technician) reported that "during a trauma scene run. After successful rsi, we attempted to initiate the ventilator as per policy. The ventilator setting were secured, all connections secured, high pressure tubing intact and secured to main o2 system. Multiple alarms including disc connection failure, low pressure, power souce alarming. Concurrent with these alarms, there was no capnography waveform being produced and no rise and fall of chest. No respirations were being generated from the ventilator. The patient was ventilated manually while the ventilator. We re-attempted after checking the ventilator again and again, viewed multiple alarm. We continued to ventilate the patient with the bvm easily and were able to maintain end tidal co2 at or near 35 throughout the flight".